Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the ipg was no longer working as intended as it reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.